Event description:
The customer reported the optics flicker during a therapeutic laparoskopi procedure involving an olympus laparoscope, gynecologic. There was no patient injury reported. The procedure was completed using an olympus back-up device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.